Event description:
On (B)(4) 2012, the patient contacted animas alleging that the pump would not power on after she replaced the battery cap. The patient has been reportedly off the pump for about 8 months since the pump would not turn on. It was also noted that during a visit with the patient's endocrinologist, it was suggested that the pump be replaced and that therapy be continued, as the patient is 12 weeks pregnant. There was reportedly no damage or corrosion found to the pump. There were reportedly no cracks found in the battery compartment, the battery cap was secured tightly to the pump and the patient used a lithium battery. The pump is being returned and a replacement pump was sent to the patient. This complaint is being reported due to the alleged power issue with the pump

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.